Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was not properly attached. This lv lead is still implanted but electrocardiogram result was not quite right and the patient was not getting the benefit. The patient will see an electrophysiologist. This lv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was not properly attached. This lv lead is still implanted but electrocardiogram result was not quite right, and the patient was not getting the benefit. The patient will see an electrophysiologist. Additional information indicated that this lv lead had low biventricular (biv) pacing percentage and boston scientific technical services (ts) suggested to have patient for biv optimization. This lv lead remains in service. No adverse patient effects were reported. Additional information indicated that lv sensing was reviewed in about 100 milliseconds (ms) after the right ventricular sensing (rvs). Ts discussed suggested to have review medication for rate control during atrial fibrillation (af). Health care professional (hcp) wanted to know the reason that lower rate limit was faster than normal, and ts discussed about the reason and stated that being to stay ahead of possible rv rate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was not properly attached. This lv lead is still implanted but electrocardiogram result was not quite right, and the patient was not getting the benefit. The patient will see an electrophysiologist. Additional information indicated that this lv lead had low biventricular (biv) pacing percentage and boston scientific technical services (ts) suggested to have patient for biv optimization. This lv lead remains in service. No adverse patient effects were reported.